Manufacturer narrative:
Investigation pending.

Event description:
A caller reported a variance between inratio inr results. The results were as follows: (B)(6) inratio: 1.3, (B)(6) inratio: 2.7, the reported therapeutic range: 2.0-3.0. Historical inr: (B)(6) inratio: 2.2. When the inratio inr was 1.3, the caller notified the (B)(6) clinic. The nurse recommended a retest. Upon retesting the called observed a nes error and then retested again with an inratio inr=2.7.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed: the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.